Event description:
Reporter alleged obtaining a discrepant blood glucose result of about 300-399 mg/dl back to back with a result of about 60-69 mg/dl on the compact system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she ate breakfast after obtaining the back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer has the strips in use, and so no product will be returned for evaluation.